Manufacturer narrative:
Literature citation: lee jj, simpson rk, dalm b. Permanent paddle-lead trial for spinal cord stimulation. Cureus. 2018;10(5):e2645. Doi: 10.7759/cureus.2645. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the authors presented the initial report of patients who had received surgical implantation of permanent paddle -leads for spinal cord stimulation (scs) trials at their institution and showed that this was a safe and effective alternative for their patients who could not undergo percutaneous trials. No complications occurred, and all of their patients met the criteria for a successful trial and received a second surgery for internalization of the scs system. Only one patient had his scs system surgically removed after nine months. None of their patients reported or returned with paddle-lead migrations or infections. Reported event: it was reported a 34 year-old male patient was implanted with a cervical paddle lead in order to trial spinal cord stimulation (scs). The patient was recommended for a paddle lead trial due to having a history of extensive spine surgery and the presence of hardware in their spine. The patient was followed-up with six days after their trial lead implant and was found to be a successful trial patient. The patient received a permanent implantable neurostimulator (ins) as a result of their positive trial. However, the patient ultimately had their permanent scs system surgically removed nine months after implant ¿due to complaints of a loss of therapeutic effect.¿ it was noted the patient¿s pre-implant etiology included chronic pain syndrome (cps), post-laminectomy syndrome (pls), failed back syndrome (fbs), and spinal cord injury (sci). There were no further complications reported or anticipated.